Event description:
One pt with discrepant results. Initial troponin t result gave 0.011 ng/ml, and ckmb result of 9.62 ng/ml. Sample repeated gave troponin t results of 0.231, 0.235 and 0.233 ng/ml, and repeats for ckmb gave 30.38 and 30.53 ng/ml respectively. Erroneous result for ckmb only was reported. No adverse events reported in associated with the incorrect result. The field service rep was unable to determine a cause for the discrepancy. Mechanical and performance tests were performed which were within specifications.